Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: keypad was fully intact, with no peeling or damage observed. ¿up¿ key responded intermittently. Keypad was removed to investigate, evidence of keypad contamination was located under ¿contrast¿, "down" and "up" contact buttons. Pump booted to the verify screen with dim, pink contrast. After pump screen was replaced with a new test screen, contrast returned to normal with test screen.